Event description:
Customer reports the softclix lancet (lot# wir028) will not retract. The customer did not provide the location where the malfunction occurred. Customer also reporting an incident when he pricked his finger and the lancet remained in his finger. No medical treatment required. No adverse event reported. Requested return of suspect device and replacement was sent.

Manufacturer narrative:
The suspect product is the softclix lancet.